Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to deflation and crease/folding of implant event was received on aug 23, 2017, with lot number: 574519. A visual analysis of the returned device identified creases fold on implant, white particles in outer surface, fluids inside device, black particles in 10% of shell, mold like appearance and one curved opening in posterior side. A leak test was performed which identify one opening on the device. A microscopic analysis was performed which identified one curved opening in posterior side which displayed a sharp edge opening (unidentified (tear) opening), consistent with the location in a crease. It is cataloged as fold flaw opening and wear abrasion. A fill inspection was performed and identified no blockage in valve. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a left side deflation. Health professional also reported "any creases." Device has been explanted.